Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) unit's battery lasts only 1h40 even though the battery was replaced during the inspection. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The battery test was performed, and the battery backup time met specifications. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a